Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a multiple band ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Investigation results one speedband superview super 7 device was returned for analysis. The velcro strap and the ligator head were returned. A visual examination of the device found that four bands were present on the ligator head. The crimp was present on the trip wire. There was no issue with the ligator head teeth. The trip wire was broken into two parts wherein one part was rolled in the handle and the other part was attached to the suture. The suture was noted to be intact and still attached to one section of the trip wire and the ligator head. The trip wire was most likely cut to facilitate removal of the system from the scope. There is no evidence that the trip wire was properly secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as per dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a multiple band ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable.